Manufacturer narrative:
The customer elected to replace the glidescope smart cable. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 05/06/2015 and the one (1) year warranty period has expired. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would flicker when the smart cable was flexed. No delay in the procedure or use of a back-up device was reported, however; the patient reportedly died from the unrelated trauma. The reporter indicated the patient death was not related to the flickering image.